Event description:
A hospital reported that during assembly of iw910 mobile infant warmer, some "out of the box" failures were found. The alarms for "see manual" and "power fail" at the front control panel did not produce an audible sound when tested. The wheeled base of the mobile infant warmer was reported to have suffered shipping damage. No issues were discovered before pt use (no pt involvement).

Manufacturer narrative:
An investigation was carried out based on the event descriptions and results of previous investigations on similar complaints, as the complaint device had not been returned for eval. Results: the complaint device did not produce an audible sound when the alarms of the "see manual" and "power fail", on the front control panel of the mobile infant warmer, were tested during installation. The "see manual" usually alarms when the software or electronic fault is detected while the "power fail" display normally blinks when there is a problem with the power supply. The base was also found to have been damaged while the complaint device was being assembled. A replacement for the complaint device was sent as par of the initiated remedial action. Conclusion: part of the quality check of fisher & paykel healthcare is to do a performance test before the device is being released to the market. The design history record (DHR) of the complaint device showed that it passed all the required performance tests before shipment. The wheeled base of the mobile infant warmer was reported to have suffered shipping damage and the alarm failures maybe related to this; however, it cannot be confirmed as the complaint device was not returned for further investigation.